Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was not functioning properly was not confirmed as the device was functional. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was an unknown residue on the plate for the housing, an unknown debris was found on the motor with lid with contacts, and an unknown residue was found the control coupling. The root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure it was observed that the small battery drive device was not functioning properly. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.